Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The lot number has been requested. The investigation is ongoing.

Event description:
The user facility in the germany reported finding a little pieces of plastic during cataract operation. It was removed without any complications. No patient impact, no prolongation of the surgery and no additional anesthesia needed.

Manufacturer narrative:
A product evaluation of the photos provided showed a test chamber with a particle inside and a plastic specimen cup with a particle inside the bottom of the cup. Both particles have a semi-transparent appearance, other physical characteristics or size cannot be determined by viewing the photos. The product packaging was not visible in the photos and the part and lot number cannot be determined. The source and origin of the particles cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The product is not available for return. Therefore, a root cause could not be determined. No corrective action required.